Event description:
The hospital maintenance person reported that this bed had a unintentional downward movement from the bed high position. After troubleshooting with a hill-rom service technician, it was found that the brake mechanism on the hilo drive needed to be cleaned. After cleaning the brake, the bed operated as designed. There were no reported adverse events associated with this bed malfunction.